Event description:
Syringe driver reported to deliver the full amount in 30 minutes. No patient injury or adverse side effect. Drugs administered at the time were maxolon and haloperidol. Customer suspects this is a training issue, but wanted the device checked. Upon receipt the setting was set to 02mm/hr.